Event description:
It was reported that the lead had no capture and was found to be pulled back into the inferior vena cava. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.